Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a purple pressure wound on his back under the therapy-electrodes. There was no alleged device malfunction contributing to the irritation. The wound care nurse evaluated the skin irritation. It's unclear if the would care nurse provided any type of medical intervention, reporting out of the abundance of caution. Follow up indicated that the patient's skin irritation improved.